Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported she went to remove a tampon and the string was not there, it was bunched up inside her. She had to manually remove the tampon. She checked the rest of her tampons from the box and two more had the string coiled up inside the insertion tube.